Manufacturer narrative:
The device was evaluated and found to be operating as intended within specification. Treating on the calves is considered an off-label treatment. Site also does not recognize patient's name through her email. Patient refused to provide name to site. It cannot be confirmed whether patient received a sculpsure treatment with the information available. Induration, firmness, lumps and bumps are all normal after body contouring--both invasive and non-invasive. They represent destroyed fat and the body's reaction to it. Massaging a few times a day for a few days immediately after all treatments is recommended. For persistent firmness, lymphatic massage or energy based treatments may be helpful. Long-term firmness resulting from lack of post treatment massage or inappropriate patient selection may occur. Per labeling, nodules are an expected side effect and typically resolves on its own. Though the patient experienced an expected transient side effect from a sculpsure laser treatment, this event is reportable because the patient received medical intervention post treatment to resolve the nodule.

Event description:
Site reported that patient experienced nodules on the calves following a noninvasive laser lipolysis treatment using sculpsure. Patient relayed they were treated with kenalog injections monthly by their provider.